Manufacturer narrative:
Follow-up #1 date of submission 09/07/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 08/10/2016 with the following findings: investigation revealed that all keypad buttons responded properly. There was no physical damage to the keypad. No defect was found during investigation. The complaint could not be confirmed or duplicated. Unrelated to the complaint, the display was dim and discolored and the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that all the keypad buttons were under responsive. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect boluses which may result in over or under delivery.